Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. There was no evidence of the reported problem in the event log. A functional check was performed. The customer's reported failure was confirmed. Pump was found to be displaying "1660" error code message on power up when batteries are inserted. Software applications will be reinstalled as a preventative measure. The root cause of the reported problem cannot be established. The motor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited lec 1660. No adverse effects were reported.